Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 when mesh was implanted and on (B)(6) 2010 when pinnacle was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced rectocele, urinary and bowel problems and organ perforation. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.